Event description:
It is reported that the pt received an acetabular cup and had to be revised due to osteolysis on the trochanter's entrance and bursitis.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of ten complaints reported for this issue. There have been no add'l complaints reported against the finish goods lot (nine). The device history record (DHR) shows that the products were released per specs. The root cause could not be determined. The product was sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed